Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2017-jan-18 arjohuntleigh received complaint where it was stated that backrest section of enterprise 9000 bed has raised without buttons being pushed. Following the information collected the device was used during patient care with foot end safety side was lowered. The alleged movement happened seamlessly with no previous backrest angle adjustment. The involved device enterprise 9000, with serial number (B)(6) was manufactured on 15 nov 2016. The device history record has been reviewed; no anomalies were recorded at the time of manufacture, it was 100% tested for electrical functionality before being cleared for dispatch - as per standard procedure. When reviewing similar reportable events registered in the last five (5) years (since feb 2012 up to feb 2017) for enterprise devices, we have not found any similar issue where accidentally the control panel was pressed toward bed frame and activated the backrest movement. According to that, this particular complaint appears to be an isolated occurrence. It was confirmed that these were not the first enterprise devices that this customer used. Allegedly the trainings were performed when the beds were installed in the facility, however no records were made accessible to arjohuntleigh. After the event, the device was moved through the arjohuntleigh inspection and no technical malfunction was found. The stated failure could not be reproduced. Based on the collected information and findings made during the inspection of the involved device, it appears likely that the control panel was pressed toward bed frame while backrest was located in lowered position. As a consequence of that, buttons located on control panel may have been activated and lead to the unintended movement of the device. We see that a user error might have contributed to the event as it could be that the button on patient-nurse panel was pushed accidentally and that might have caused the bed to move. This appears to identify user error as a root cause of this event. The device instruction for use (746-449-UK rev.5) which has been provided along with the bed informs how to properly use the controls on pages 23-28. It also advises the user that under certain circumstances it may be necessary to prevent operation of the bed control therefore it might be advisable to use the lockout function. Arjohuntleigh device has played a role in the event, as it was used for the patient treatment. There is no indication that the patient sustained serious injury in this event. Upon the conducted investigation it appears likely that the issue occurred due to the fact that the device was not handled in line with instructions given by the manufacturer. The complaint was decided to be reportable to competent authorities based on the potential related to unintended movement of the bed's surface. - attachment: [cover letter for late report 888692.pdf]

Event description:
On 2017-jan-18 arjohuntleigh received complaint where it was stated that the enterprise 9000 (serial number: (B)(4)) put itself in a sitting position for the second time on this bed (first incident recorded under complaint no. (B)(4)). There were no indication that would mean that patient sustained injury in this event. The backrest raised without a button being used on purpose during patient care when foot end safety side was lowered. According to the additional information provided by originator of the complaint, we established that the bed was in overall good condition when the malfunction took place and no failure was found within bed during bed's inspection, however it is worth to notice that in this case, the technician was able to recreate claimed event. It was found that side panel could be the cause of self movement of the backrest. The movie attached to the complaint revealed that control panel when pressed toward bed frame while being in lowered position can activate buttons located on control panel what may lead to the unintended movement of the device.